Manufacturer narrative:
The reported malfunction was duplicated, the malfunction was duplicated and attributed to the autocal valve on the smart pneumatic module. The smart pneumatic module was replaced to remedy the malfunction. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.